Event description:
It was reported that patient did not know what the problem was with this first device but she ¿would get bladder infections.¿ the device was explanted and replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2008. Product type: lead. (B)(4).